Event description:
The facility's biomed engineer reported an infusion pump with a 550 failure code. The biomed stated to baxter tech support that info on whether or not this error code occurred during pt use was not known. Details were not available regarding infusion rate, medication being infused, medical intervention, or pt injury. No add'l contact info was provided.